Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. There was no report of any type of use error that would have led to this issue. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown bag, and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced peritonitis. On the same date the patient was hospitalized. On (B)(6) 2011 prior to initiating antibiotic therapy. On an unreported date the patient began remedial therapy with amikacin 12mg/l of peritoneal dialysis solution. The cause for the aforementioned event was not reported. The outcome for the event of peritonitis with culture positive for (B)(6) was not reported. Action taken with dianeal pd2 unknown bag, and extraneal viaflex therapies were not reported. The physician believed that the event of peritonitis as not related to dianeal pd2 unknown bag, and extraneal viaflex therapies.